Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective electrodes. The fse replaced the na electrode, k electrode and cl electrode to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrolyte (ise) patient results including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) with quality control (qc) issues on their au480 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.